Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The sr8 was visually inspected upon receipt and was found to be in good physical condition but does not function properly. The reported issue is confirmed. There are black lines in the ultrasound image due to an internal failure within the gt probe. The unit is displaying rain/interference on the ultrasound image. The root cause of the reported failure is due to an internal failure within the gt probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the unit is displaying rain on the screen.